Event description:
The patient stated he was receiving occlusions on his infusion device and became frustrated and disconnected from the device. The patient's blood glucose elevated to 480 mg/dl. His normal range is 113-120 mg/dl. He stated he was urinating every 15 minutes through the night. The patient stated that he changed his infusion set and insulin cartridge the following morning and did not experience any further occlusions. His blood glucose returned to normal. The patient stated that he feels the issue was with the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the insulin cartridge, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.